Manufacturer narrative:
A ge service representative performed an on site investigation. The generator driver board was replaced and a filament calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed high kv error messages during a patient procedure. There is a no report of patient injury associated with this event.